Manufacturer narrative:
D1 (brand name), d4 (catalog, serial) has been updated. Tachycardia/stroke/infection: the root cause of the injury was unable to be determined due to insufficient clinical details. Access site adverse event: the root cause of the access site bleeding was not determined due to lack of sufficient clinical details and unreturned product for further investigation. Low or blocked pump flow: the root cause of the low pump flow was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation.

Manufacturer narrative:
Correction to 11. Additional manufacturer narrative: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information gave amiodarone bolus and ventricular tachycardia resolved. The device was discarded.

Event description:
A forty eight year old female patient with a history of coronary artery disease was taken to the cardiac catheterization laboratory for a percutaneous coronary intervention. The procedure was unsuccessful due to a left main coronary artery dissection. The patient was intubated, an intra aortic balloon pump was inserted, and she was transferred to the operating room for coronary artery bypass graft surgery. Following surgery, the patient was unable to come off cardiopulmonary bypass, and the intra aortic balloon pump was exchanged for an impella cp device. As hemodynamic status did not improve on the impella cp, the surgical team escalated support to an impella 5.5 device. Immediately after the impella 5.5 was implanted and the impella cp was removed, the patient developed symptomatic ventricular tachycardia requiring anti arrhythmic medications and inotropic therapy, with resolution following treatment. On the eleventh day of support, nursing staff noted brown serous fluid draining from the right axillary impella 5.5 pocket, and laboratory testing showed leukocytosis. Although the initial plan was to explant the device after gradual weaning, the procedure was expedited, and the pump was sent for culture and pathology along with a pocket culture swab; results confirming infection or sepsis were not available at the time. Within hours of right axillary impella 5.5 explanation, the patient exhibited new left sided neuromuscular deficits. Computed tomography angiography demonstrated an ischemic stroke involving the distal right internal carotid artery. The surgical graft had been manually expressed prior to device removal, and aggressive back bleeding was performed before clamping and closure; no thrombus was observed on the inflow or outflow components of the explanted device. The patient was transferred to a quaternary care facility for emergent stroke management and continued advanced heart failure therapy. The impella 5.5 will be coded for tachycardia, stroke and infection, all complications as described per instructions for use.

Manufacturer narrative:
Product complaint # (B)(4).